Event description:
Customer reports to have received a button error alarm in the middle of the night. Customer's blood glucose was 107 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Insulin pump was received with intermittent button response, due to corroded keypad traces. No button error alarm noted during testing. Insulin pump had a cracked case on display window corner, minor scratches on lcd window corner, cracked tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).